Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had loss of capture due to dislodgement only a few days after implant. The rv lead was replaced. No additional adverse patient effects were reported.

Event description:
Additional information was reported that the dislodgement was found due to high thresholds. The patient had 2:1 heart block, and was symptomatic.